Event description:
On 22-may-2026, a sales representative reported via email that two ar-2324kbcc knotless biocomposite swivelock anchors (4.75 mm x 19.1 mm) experienced issues during a subscapularis repair procedure on (B)(6) 2026. The first anchor was noted to have a malformed leading tip prior to insertion into the bone and was not used. A second anchor of the same model fractured during deployment after insertion into the prepared bone tunnel and was removed in its entirety. A third ar-2324bcc anchor was subsequently used and successfully implanted without further issue. The procedure was completed with less than 15 minutes of additional anesthesia time and no other adverse effects were reported. Additional information was received on 27-may-2026: the malformed leading tip on the first anchor was not identified during initial inspection and was only observed under visualization at the time of intended use, at which point the device was not utilized. For the second anchor, approximately five to six turns were applied to the inserter prior to fracture. The first anchor was not placed on bone before the distal tip malformation was identified (not the peek eyelet). The second anchor was reported to not be fully seated (flush with the cortex) prior to deployment; this was not directly observed but was indicated by assisting staff.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.